Event description:
It was reported that the cap had fallen off of a one-link catheter extension set. This occurred when the nurse started the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.